Event description:
It was learned via clinical affairs that a trial patient with an implanted edwards aortic valve experienced a neurological event 23 days post implant. Event states the following: "patient had word finding difficulties, dysphagia and altered mental status during index hospitalization and was found to have suffered a stroke, based on MRI completed (B)(6) 2012" and "treated with feeding tube placement and speech pathology evaluation." No additional information was provided by the hospital regarding this event. No device malfunction reported.

Manufacturer narrative:
Additional manufacturer narrative: a stroke or cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement and cardiac surgeries in general. These events can be ischemic or hemorrhagic. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic crossclamp or debridement of the diseased aortic valve. Other common causes include atrial fibrillation and embolizations from carotid artery lesions. The event was reported to have resolved and the subject valve remains implanted as there has been no information to suggest a device malfunction or quality deficiency related to this event. No additional information was provided.